Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The in sun pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose. The patient's blood glucose exceeded 400 mg/dl, and she was treated with manual injections and an IV drip. The customer felt thirst, fatigue, and pain in her neck and shoulders as a result of the hyperglycemia. Troubleshooting was initiated for the insulin pump and a bent infusion set cannula was discovered. The insulin pump appeared functional; a high pressure test was performed and failed the first time, and then passed the second time. However, upon changing the bent infusion set to a new infusion set, the customer's blood glucose did not decrease. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.